Manufacturer narrative:
At this point in time, there has been no information on whether a revision surgery has taken place. If additional information is available, this report will be amended. Device not returned.

Event description:
Patient called complaining of clicking or popping sound in hip. Physician recommends replacement of the acetabular shell.